Event description:
It was reported that the patient experienced unspecified issues with his previous artificial urinary sphincter (aus). The device was removed and replaced with a new aus consisting of a 5.5 cm cuff, a pump and a 61-70 balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Aus was removed due to it was no longer coapting. Balloon fatigue was observed. No leaks were found.

Event description:
It was reported that the patient experienced unspecified issues with his previous artificial urinary sphincter (aus). The device was removed and replaced with a new aus consisting of a 5.5 cm cuff, a pump and a 61-70 balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Aus was removed due to it was no longer coapting. Balloon fatigue was observed. No leaks were found.

Manufacturer narrative:
Device analysis: the returned device was analyzed and was not able to confirm a component malfunction. Based on all available information did not confirm any malfunction and the product met all in-process specifications prior to leaving boston scientific and the reported events do not represent an unanticipated event.